Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and the technician found tracks of fire in charging bays, the left power supply was defective and part of the device was pressed in. This was attributed to normal wear. Various parts were replaced. Device was repaired and returned to the customer on 07/10/2013. Placeholder.

Event description:
Customer reported that two charging bays were defective. This is report 1 of 1 for complaint# (B)(4).